Manufacturer narrative:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2016.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Detail trace analysis confirmed power error 25 alarm was triggered when backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly. Pump received with scratched case, end cap address label peeling, stained keypad overlay, pillowing keypad overlay, and minor scratched lcd window.

Event description:
It was reported via phone call that the insulin pump alarmed a power error detected. They took out the battery and waited until the notification light stopped blinking. When they tried to use the device, the alarm recurred for the second time. The alarm recurred after 3 hours of troubleshooting the previous occurrence. The customer¿s blood glucose during the incident was unknown. The insulin pump was returned for analysis.